Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer¿s current blood glucose level was 77 mg/dl. Customer stated that they had site issues. Customer reported site were filled with blood. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.